Event description:
It was reported that the customer received multiple occlusion alarms. Troubleshooting was performed and found occlusion to be in the cartridge. There was no impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.